Event description:
It was reported that a spline break occurred. During the end of an redo pulmonary vein isolation procedure with an intellamap orion high resolution mapping catheter. The catheter was removed from the patient and one spline of the orion broke. No patient complications occurred. No further intervention was required as the procedure was already complete.

Manufacturer narrative:
Visual inspection of the returned catheter revealed that one of the splines in the distal basket was broken. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that a spline break occurred. During the end of an redo pulmonary vein isolation procedure with an intellamap orion high resolution mapping catheter. The catheter was removed from the patient and one spline of the orion broke. No patient complications occurred. No further intervention was required as the procedure was already complete.